Manufacturer narrative:
Follow-up #1 date of submission 03/20/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 03/03/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up and functioned properly. The keypad cover was intact and all the buttons responded properly. Removal of the keypad cover did not find contamination under any of the button contacts. The investigation was unable to duplicate the reported button issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. Reportedly, the ¿ok¿ button was unresponsive. Reporter stated that there was no evidence of moisture corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.